Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device didn't work was confirmed. It was found that the keypad was damaged and that the fischer cap was missing. Also the motor was found to be corroded. The motor, keypad and the fischer cap were replaced and the device was repaired, tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the motor. Improper maintenance of the device is the most probable root cause of the damage to the keypad as identified during evaluation and the missing fischer cap is most likely a result of user mishandling of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/04/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.